Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was exposed to fluid. The blood glucose reading was 102 mg/dl. Prior to the event, the patient walked into the ocean while wearing the device. The moisture was not visible on the unit. The customer was advised to monitor the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump was received with a stripped battery cap coin slot, cracked battery tube threads, minor scratches on the display window, cracked reservoir tube lip, and a missing end cap sticker. The insulin pump had intermittent up arrow button response due to corroded keypad traces. No moisture damage was noted on the motor assembly or the electronic assembly during the visual inspection.